Manufacturer narrative:
It was reported to abbott a patient had a biopsy and other diagnostics scans recently. The rep tried to connect to the patient ipg reported receiving the message: "cannot connect to generator. The generator is not responding." Despite trouble shooting efforts and using two different clinician programmer, the device could not be recovered. Due the patient experiencing illness, no intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. It's unknown if patient did set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.